Event description:
Customer reported at 12 am, device = in the 300s mg/dl. Customer stated having low blood glucose symptoms. Paramedics arrived at 1 am and their device= 30 mg/dl. Paramedics treated pt with an injection but the type was not known. No controls. Using expired strips. A request was made for return product and replacement product was sent.